Event description:
Customer reported via phone, the keypad on the insulin pump had been really touchy. She has to shake it, hit it, or leave it alone before it responds to the button presses. Customer's blood glucose was unknown. All of the buttons and sometime the esc button will go back. Customer didn't recall any significant event which may have cause the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. The keypad connector was inspected and no anomalies noted. The insulin pump has minor scratches on the lcd window.